Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. When the user tried to release the loop of the subject device, the loop could not be released. Therefore, the user removed the handle of the subject device with the wire cutter. There was no patient injury reported. No further information was provided. This is the report regarding the failure of releasing the loop.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user could not release the loop because the loop was released in the tube sheath and the loop was caught between the hook and the coil sheath. The instruction manual of the device has already warned as follows; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".